Event description:
During an emergent procedure on a pt experiencing an acute myocardial infarction, an unknown size medtronic ave d114 ptca balloon catheter was inserted into a sub-occluded left anterior descending artery. After insertion of the d114 balloon catheter, the physician suspected that the balloon protective sheath was not removed from the balloon prior to insertion into the pt. The suspicion aroused when the balloon would not cross the target lesion and upon removal, it "didn't look right". The target lesion was treated with another ptca balloon and an unknown stent was subsequently deployed at the target lesion. Three days after the procedure the pt developed symptoms and had a repeat angiogram. There was no evidence angiographically of the protective sheath being in the artery. The pt subsequently had coronary bypass surgery. There was no evidence at the time of surgery of the protective sheath being removed or that a foreign body was retrieved. The pt was stable post surgery. There was no add'l clinical sequelae reported relative to the event and no further info is available from the user facility. There was no device returned for eval.